Manufacturer narrative:
G4: 03dec2020. B4: 06dec2020. The service engineer (se) inspected the device and confirmed the reported error in the ventilator diagnostic report. The se found the power led failed. The se replaced the power switch overlay. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
It was reported that the ventilator had a check vent: alarm light emitting diode (led) failed. There was no patient involvement.